Event description:
The transducer was hooked up on (B) (6) 2008 and on (B) (6) 2008 the tubing detached causing water to leak.

Manufacturer narrative:
If a sample is received, a supplemental report will be submitted. (B) (4). (B) (4).